Event description:
Reporter alleged blood glucose measured 309 mg/dl back to back with a result of 116 mg/dl when tests were taken within minutes of each other. It was stated another comparison read 521 mg/dl back to back with a result of 121 mg/dl, when tests were taken within minutes of each other as well. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.